Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had excess smoke in the tunnel during the harvest. Case was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25138635, 25139067 and 25139796; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had excess smoke in the tunnel during the harvest. Case was completed with the same device. The hospital did not report any patient effects.